Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bdj received an actual sample with used syringe and confirmed red hub of btd was broken and cut. Four photos were taken to send to bd. Also luer slip of returned syringe became slant and had a notch. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® blood transfer device with luer adapter had the syringe connection part broken. No injury or medical intervention reported.